Event description:
As reported to coloplast, a patient experienced infection with fever. The patient was hospitalized for bacteremia (likely urosepsis) at an outside facility and given IV antibiotics. There was no evidence of wound / device infection. The patient was discharged in 2009 & seen by implanting physician the following day. The condition resolved. The device remains implanted to date.

Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed. Because the device remains implanted and because coloplast's examination may not conclusively confirm or disprove the report of infection, qa accepts the physician's observation of infection as the reason for medical attention. Device still implanted - not returned